Event description:
The customer was hospitalized for high bgs. The customer noticed that their cannula was bent. The high-pressure test was performed and passed within specifications. Advised customer to be on a back up plan of manual injections. The next day the customer's family member called back and stated that it is the pump issue even though the pt has a couple of other current medical conditions.